Event description:
Sales rep reported, "there had been a previous revision, it was in a clinic note or h&p that the doctor dictated. Doctor stated in that note that the primary was done in the remote past and the previous revision has been approx 1 year ago. Sales rep is unaware of reason for first revision."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.